Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6; h10 the event cannot be confirmed. Visual examination of the returned product identified found minor nicks/dings and the bearing shows little to no signs of use and is not fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a total knee arthroplasty, the surgeon had a hard time inserting the locking bar to the bearing. Due to this, he forcefully inserted the locking bar, and he heard snap sound and something like a piece of bearing came out. As a result, the operation was completed with another articular surface. According to the surgeon, there was no breakage on the bearing. The piece might be a cement particle. The surgical technique was utilized. There was no surgical delay. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 141232 - biomet cc cruciate tray 67mm - j7727132. G2 : foreign country : japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.